Manufacturer narrative:
Aso evaluated returned samples for adhesion properties with no issues observed with the samples. Aso also reviewed satisfactory biocompatability reports on products manufactured with the same materials.

Event description:
On (B)(6) 2015 - the user reported that the device ripped her skin off when she was removing the bandage. Customer did not seek medical help.